Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-nov-2025: no functional failure that could lead to patient harm or uncontrolled motion was reported, and no piece from the distal end detached or broke off. There were issues with opening/closing of the grips, left/right grip motion, and up/down wrist movement.